Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no exterior damage. The event history log confirmed ¿sa: maintenance is recommended¿ occurred. Functional testing was able to replicate the reported issue; the pump powered up with the alarm maintenance is recommended. The root cause was determined to be preventive maintenance was past due. Preventive maintenance was performed by setting the time and date. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a system failure error. There was unknown patient involvement and unknown patient harm.